Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated when he changes the battery on the insulin pump it does not function properly. Customer also reported that the insulin pump is under dosing him. Customer stated when he changes the battery the screen goes black and starts counting. Customer is showing a no delivery alarm on the insulin pump. Customer is unable to troubleshoot at this time, because he hasn't had an alert since (B)(6) and it's not having one on the current set. Customer stated the insulin pump was exposed to fluid. Customer stated the insulin pump is vibrating without an alarm or alert. The insulin pump display went blank immediately after the insulin pump was exposed to moisture. Customer stated a constant tone when on for about 3 days. Advised to discontinue the insulin pump and revert to backup plan. The blood glucose reading was 121mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage at the electronic assembly. No vibration anomaly noted. Unable to verify no delivery alarm or low battery alarm. The unit had blank display. The device also had minor scratched display window and cracked reservoir tube lip.